Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data was also collected from the device and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) did not effectively stimulate. The physician noted the stimulation threshold increased and the device did not automatically activate. The physician thought the device was at end of life (eol) so the device was explanted and replaced. It was later noted that the device was programmed to only monitor the threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.